Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of reua0247 showed one other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported that a PICC line was inserted successfully, but had to be adjusted slightly. During adjustment, it broke at bifurcation and pt had to undergo a new PICC insertion.